Event description:
It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 1. An xtw was inserted and advanced into the left ventricle. The physician noted that the m/l knob felt loose. The clip was then observed curved more than 90 degrees and the delivery system was unable to straighten. The device was able to be removed and replaced. One clip was then implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated. The returned device analysis confirmed the reported loose m/l knob and did not confirm the reported inability to straighten. The reported improper or incorrect procedure or method, failure to follow steps/instructions could not be replicated in a testing environment, due to it being related to patient or procedural /operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported a cause for the reported inability to straighten in the m/l direction could not be conclusively determined. A cause for the loose m/l knob could not be conclusively determined. The reported improper or incorrect procedure or method was associated with the user curving the cds more than 90 degrees. It could not be conclusively determined if this issue contributed to the reported adverse events; therefore, a letter will not be sent to the account to address the deviation from the instructions for use (IFU) and its associated potential adverse events. There is no indication of a product quality issue with respect to manufacture, design, or labeling.